Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2020, product type catheter; product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2023 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial #: (B)(6) , ubd: 22-oct-2020, UDI#: (B)(4); product ID: 8784, serial #: (B)(4), ubd: 25-may-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) and patient receiving intrathecal morphine 12mg/ml at unknown dose and baclofen (compounded baclofen) 2000mcg/ml at 355mcg/day via an implantable pump for multiple sclerosis and intractable spasticity. It was reported that the patient went to the emergency room (ER) last night for increased spasticity and baclofen withdrawal symptoms. The patient thought his current pump was malfunctioning. Technical services confirmed patient's dosage had not recently changed, patient had not missed any refill appointments. The company representative then stated that the pump was interrogated, logs were checked- no concerns. Patient went to surgery today for pump catheter revision procedure. Was unable to aspirate at the beginning off the procedure. Physician opened the pocket and brought the pump out. When he attempted to aspirate the second time, it was successful. The pump was essentially moved from the pump pocket, out. It remained connected to the pump, only moved. Pump reservoir was checked and the accurate amount was obtained- no concerns regarding pump volume. It was unknown if the issue resolved at the time of this report with the patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause for the inability to aspirate and the patient¿s symptoms was undetermined. The issue was resolved.